Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third party service center visually inspected and found evidence of foam particles inside the blower kit. There were secondary findings that dust contamination and corrosion in the device. The device was scrapped. There was no report of patient harm or injury.